Event description:
The physician was coiling a ruptured 3mm basilar tip aneurysm by first using a micrusphere 3mm x 5.4 cm coil (details unknown) which did not fit the aneurysm. The physician then used a micrusphere 2.5mm x 3.3cm coil (catalog and lot # unknown) to frame. The micrusphere was placed well within the aneurysm and upon detachment, the tail of the coil remained in the microcatheter (echelon 10, catalog # 105-5091-150, lot # unknown), which was not seen at the time. The physician then proceeded to put in a second coil, a deltaplush 2mm x 3cm coil ((B)(4)), through the microcatheter. The second coil became entangled with the tail of the first coil within the microcatheter and would not advance. The doctor then tried to pull back the deltaplush and it stretched. As he was pulling back, the deltaplush pulled the first coil (micrusphere) back out of the aneurysm as well and broke away from the target site. The micrusphere also stretched before it migrated. The end result was having the micrusphere lodged in the cervical vertebral artery, thus causing the physician to snare the coil out successfully after trying for 30 minutes. Then the deltaplush coil and echelon microcatheter were removed together as a unit. There was reportedly no issue with the distal end of the microcatheter that could have contributed to the event. It is unknown whether the microcatheter was positioned over the micrusphere at the time of detachment. It is also unknown whether the same microcatheter was used to complete the procedure.

Manufacturer narrative:
It is verified that the returned deltaplush coil was stretched at the proximal section with compression and buckling damage at the distal section. The stretch resistance suture was found to have been severed and separated from the device positioning unit (dpu) via the detachment fiber. The coil¿s socket ring was found pushed down inside the outer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The surrounding damage edges have been raised above the surface plane. The sheath was severed at the locking mechanism. As reported, the returned stretching of the returned coil occurred when it became entangled with the first coil that was inside the aneurysm and is the most likely contributing factor to the stretching of the coil. When the second coil was removed it pulled the first coil out into the parent vessel where it was successfully snared and removed. The second coil was successfully removed with the microcatheter. It was reported that it was noted after detachment that the tail of the first coil may have been protruding out of the aneurysm and into the distal tip of the microcatheter which became entangled with the second coil. This was not seen prior to advancement of the second coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines: ¿caution: always perform fluoroscopic verification of detachment prior to withdrawing the dpu wire fully. Failure to do so may lead to an embolic complication. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ it further outlines ¿caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, the snared micrusphere coil and device positioning unit (dpu), and the echelon 10 microcatheter used in the procedure are not available for analysis. It was reported that there were no contributing issues with the distal end of the microcatheter; however, without the return of the concomitant devices no conclusion can be made regarding their impact. Although speculative in nature, if there is movement of the microcatheter away from the target site a possible secondary contributing factor to the event is if the sheath retracted straight back instead of up at a forty-five degree angle and then back when first unlocked for use as outlined in the IFU. This may result in the locking mechanism catching the inside of the v notch of the resheathing tool and becoming embedded. In addition, it is possible that the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This will produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which may have caused the microcatheter to move away from the neck of the aneurysm. It is unknown if this action may have contributed to the first coil protruding outside or to the neck of the aneurysm or the eventual entanglement of both coils. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. This is also shown diagrammatically. It is further cautioned that if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the procedural information and the analysis of the returned device a definitive conclusion cannot be made regarding the root cause of the reported device interaction which appears to have contributed to the stretching of the coil.

Manufacturer narrative:
There was no adverse event associated with this complaint. The vessel characteristics are unknown. Concomitant medical products: micrusphere coil ((B)(4)/lot # unknown); echelon 10 microcatheter (catalog # 105-5091-150/lot # unknown); snares (details unknown). Product analysis: it is verified that the coil was returned stretched at the proximal section with compression and buckling damage at the distal section. The stretch resistance suture was found to have been severed and separated from the device positioning unit (dpu) via the detachment fiber. The coil¿s socket ring was found pushed down inside the outer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The surrounding damaged edges have been raised above the surface plane. The sheath was severed at the locking mechanism. As stated in the event description, the primary contributing factor to the returned complaint coil stretched occurred when it became entangled with the first coil inside the aneurysm. When the second coil was removed it pulled the first coil out into the parent vessel where it was successfully snared and removed. The second coil was successfully removed with the microcatheter. It was stated that the first coil's tail may have been protruding out of the aneurysm and into the distal tip of the microcatheter which became entangled with the second coil which was not seen at the time. If this did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: always perform fluoroscopic verification of detachment prior to withdrawing the dpu wire fully. Failure to do so may lead to an embolic complication. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the snared micrusphere coil, it¿s dpu, and the echelon 10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. It was stated in the event description that, ¿there was reportedly no issue with the distal end of the microcatheter that could have contributed to the event. It is unknown whether the microcatheter was positioned over the micrusphere at the time of detachment.¿ if there was movement of the microcatheter away from the target site and as a secondary contributing factor to the complaint event, it was found that when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the microcatheter to move away from the neck of the aneurysm. It is unknown if this action may have contributed to the first coil protruding outside or to the neck of the aneurysm or the eventual entanglement of both coils. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This is 1 of 2 reports associated with (B)(4). Please note that an attempt to submit this initial report was made via emdr on 12/13/2013 and was rejected as a duplicate report of MFR report #1226348-2013-20255. This report is being sent after multiple troubleshooting attempts to submit the information since that date. On 1/3/2014 it was confirmed that a new MFR report # needed to be created.